Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva tractip high power single use laser fiber was used during a procedure, performed on (B)(6) 2022. During the procedure, the laser fiber stopped working. The fiber connector was warm to touch and the aiming beam was poor. The procedure was completed with another flexiva tractip high power single use laser fiber. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2022 that a flexiva tractip high power single use laser fiber was used during a procedure, performed on (B)(6), 2022. During the procedure, the laser fiber stopped working. The fiber connector was warm to touch and the aiming beam was poor. The procedure was completed with another flexiva tractip high power single use laser fiber. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a1005 captures the reportable event of fiber connector overheats. Block h10: investigation results the returned flexiva tractip high power single use laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The fiber body measured 312.3 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 4 mm and had normal degradation. A functional evaluation revealed that there was no light from the sma connector, indicating that there was fracture within the connector. No other problems with the device were noted. The reported event of the flexiva tractip high power single use laser fiber connector overheats was confirmed. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Additionally, the IFU states, in the event of reduced or no laser energy output during application the fiber connector may be hot to touch. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.